Manufacturer narrative:
The reported problem was confirmed. Battery voltage read 9.04 volts when received. S8 cart turned off after unplugging test cart. S8 cart didn't run off of the battery. Battery failure was caused by blown fet's of the power supply. Voltage was too low to charge up the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
On 12/14/2017 (rep, uf)-it was reported by a company rep that s8 (B)(4) was plugged in overnight, but will shut off immediately after being unplugged from the wall. Mike attempted to power the system back on, but it wouldn't power on. Mike then used a different outlet and let the system sit for awhile. After that he was able to boot the system back up. Checked self-test tool and the battery is stating it's at 0%.